Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the pump head of the flushing pump experienced a reduced in suction force. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint was the mud pump had poor water supply. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the pump head of the flushing pump experienced a reduced in suction force. There were no reports of patient involvement. Additional information was provided by the customer: the issue occurred during the technical inspection (poor efficiency).